Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection a break was observed under the strain relief at the y-connector and a kink was observed on the guidewire lumen at the flex tip, possibly due to shipping back from the site. The delivery system dimensional and all balloon shaft measurements were found to be within specification. Functional testing could not be performed due to the condition of the device (delivery system leakage). During manufacturing, the commander delivery system undergoes 100% inspection for balloon shaft to y-connector bond and leaks. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, during inflation of the 29 mm sapien 3 valve the balloon did not fill completely, resulting in a partial deployment (approximately 30%) of the valve. A second insufflator was used and again, the balloon was partially filled which resulted in approximately 60% valve deployment. A second delivery system was prepped and used for a third balloon inflation which fully placed and expanded the valve resulting with mild pvl. The patient remained stable throughout the procedure and the end result was acceptable.